Manufacturer narrative:
One 2420-0007 sample was received for investigation with two opened packages from lot 24055693; some clear residual fluid was present. The customer reported that they observed that the smartsite was "oval shape and leaking". A visual inspection of the returned sample confirmed the customer's experience, with the upstream smartsite port observed to be deformed and oval; leakage was observed from the smartsite during a flush through. No further leakage was observed from any other part of the infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24055693 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval smartsite is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite® is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product.

Event description:
No additional information.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: leaking from pump infusion set needle-free connector.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.